Event description:
On (B)(6) 2013, the reporter contacted animas stating on (B)(6) 2013, the patient¿s blood glucose (bg) levels started to run high and during the night, the patient¿s bg was reported to be 452mg/dl with large ketones. The patient reportedly was treated with a correction bolus via the pump and the bg decreased to 317mg/dl. The site/set reportedly was changed on the morning of (B)(6) 2013, the patient was vomiting and went to the hospital. It was noted upon arrival at the hospital, the patients bg measurement was 600mg/dl. It was noted that the patient disconnected from the pump, remained off the pump and was using subcutaneous injections as an alternative form of treatment. The patient denied having issues with the site/set. No issues were noted with the cannula. Although, it was noted that the reporter felt that the pump was not a contributing factor to the patient¿s bg event, the health care provider (hcp) requested that the pump be reviewed. The patient reportedly was experiencing a growth spurt. It was noted that the reporter was uncertain of what the patient was eating during the reported event, but stated that she was counting the carbohydrate intake and that the patient was eating less after he started vomiting. Customer support (cs) reviewed the pump with the reporter and no delivery issues were noted with the pump. No issues were noted with the programming/settings of the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was unclear what the contributing factor¿s were for the patient¿s bg excursion.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. The battery cap was not returned with the pump. A test cap was used for all investigations steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.